Event description:
Photos.

Manufacturer narrative:
3 photos of cracked luer, 1 of alcohol wipes , and 1 of trifuse connector were received with the customer's complaint of cracked luer and issues with alcohol wipes. Due to alcohol wipes being a known cause of these issues, the complaint can be verified with this information alone and no material/ lot for investigation. Alcohol has been known to degrade plastics and can cause failure when used to disinfect infusion tubing and components. The root cause of this issue cannot be determined without further information like a material or lot but potential root cause is degradation due to alcohol usage. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following: it was reported by customer that the collar either cracks into pieces or detaches from the line altogether and tri-fuses where I connected the cap without letting the chg dry. One has cloudy residue and one had a crack and trifuse that I connected and disconnected a total of 5 times.